Manufacturer narrative:
Additional excluder device implanted: pxc161200/8783742. Result: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusions - per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2011, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, computed tomography (CT) scan revealed a distal type I endoleak in the left common iliac artery. The physician indicated an undersized graft is the suspected cause of the leak. The aneurysm measured 54 mm x 57 mm in diameter. On (B)(6) 2013, a follow-up CT scan revealed the same endoleak with an aneurysmal measurement of 58 mm x 62 mm. The physician planned a re-intervention procedure for (B)(6) 2013. However, the procedure was postponed due to illness, and will be rescheduled at a later date.